Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240803 and 240904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) needles puncturing three (3) bottles of nacl were returned for evaluation by our quality team. The needle samples were microscopically examined, and no damages were observed to the cannula point and each cannula was well deburred. The needles were confirmed clogged with a conical shape, soft transparent material, with a flat surface plastic. That plastic has been identified as the septum of the rigid plastic containers of nacl provided. The nacl containers provided all were found to have a double septum, the first is a normal rubber closure and the second is a thick polyethylene septum. Based on the investigation results, we can confirm that coring took place which evoked the issue of clogged needle. Material 303262 has been created with a regular bevel in contrast to previous material 304622 that had a short bevel. This change in bevel type means the way the needle needs to puncture the vial changes. Material 303262 should puncture the vial at a 45¿60-degree angle rather than a 90-degree angle (as was for the short bevel cannula). This puncture technique minimizes the risk of coring. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
It was reported that bd conventional needles; needle is coring the stopper. The following information was provided by the initial reporter, translated from french to english: a department is complaining about problems when using 18gm canulas for ecoflac percussion. It feels like it's making lumps, because the canula has trouble drawing or injecting. Has the patient or user suffered any harm? If yes, please explain- no because occurs during preparation of biotherapy or treatment could you specify the date of the event? 3 weeks ago.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. D. An additional lot number was provided in this complaint for material number: 303262. Lot#: 240803 mnf date 2024-08-05, exp date: 2029-07-31.